Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of heat was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device failed pre-repair diagnostic tests for status of development, the measure of the oscillating frequency (11700 to 14300 osc/min), and verification if secured with pin. It was noted that, as the test for oscillating frequency failed, it suggests that device exhibits a damage caused by an undetermined reason. An assignable root cause for this condition was not determined, however, this issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the attachment device had heat. During service and evaluation, it was observed that the device failed pre-repair diagnostic tests for status of development, measure of oscillation frequency, and verified if secured with pin. It was not reported if this event occurred during a surgical procedure. It was reported that there was no delay in a procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.